Event description:
A customer complained after observing two non-reproducible, higher than expected vitros troponin I es results for two different patient samples using vitros trop I es reagent on a vitros 5600 integrated system. Sample 1 result: 1.77 ng/ml vs expected <0.012 ng/ml. Sample 2 result: 3.94 ng/ml vs expected 0.013 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were reported outside the laboratory and corrected reports were later issued. There was no allegation of patient harm occurring as a result of the event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros troponin I es results were obtained for two different patient samples using vitros trop I es reagent on a vitros 5600 integrated system. The assignable cause for the event is unknown; however, pre-analytical sample processing could not be ruled out as a contributing factor. There was no indication the vitros instrument or reagent had contributed to the event.